Manufacturer narrative:
UDI (B)(4). The device was cut into pieces for removal and discarded. Therefore, could not be returned for evaluation. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices.  The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device.  Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event.  The minimum required vessel diameter for a (14 fr sheath is 5.5mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  A regular CT scan was performed for the pre-work up and no subclavian work up was performed. The cause of the event is unknown; however, patient factors not provided (subclavian calcification, tortuosity, mld) and device manipulation could have contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, during a 29mm sapien 3 valve in the aortic position via axillary/subclavian approach case, difficulties inserting the 16f esheaths were encountered. Attempts were made to insert and advance the first 16f esheath through the subclavian; however, it was discovered that the sheath liner appeared to be torn/damaged. A second esheath was used. After inserting the second esheath a kink was noted. In addition, after the 29mm valve and commander delivery system were inserted it appeared that the esheath liner was torn/split at the seam and the valve and delivery system appeared to be outside of the esheath. The valve and delivery system became stuck in the patient and could not be advanced or removed. The patient was converted to surgery to remove the devices. The devices were cut into pieces for surgical removal and were discarded. The patient is to receive a valve via direct aorta access at a later date. A regular CT scan was performed for the pre-work up. No subclavian work up was performed.

Manufacturer narrative:
Additional information: recall (if recall number is given) or correction/removal number (if given) corrected data: codes. The device was not returned for evaluation. Patient anatomical imagery was returned and reviewed but provided no relevant information. No access vessel characteristics were provided. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaints. A lot history review was performed and revealed no other complaints for ¿sheath shaft - insertion difficulty-in patient¿, ¿sheath shaft ¿ kinked, bent¿, ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ withdrawal difficulty¿. A review of complaint history from january 2018 to december 2018 for the edwards esheath (all models and sizes) used with the commander delivery system revealed returned complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the ¿insertion difficulty-in patient¿ trend category. A review of complaint history from january 2018 to december 2018 for the edwards esheath (all models and sizes) used with the commander delivery system revealed returned complaints for ¿sheath shaft ¿ kinked, bent¿. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the ¿kinked, bent¿ trend category. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in a technical summary. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The technical summary also demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. A complaint history review is not required at this time. Of note, the occurrence rate did not exceed the december 2018 control limit for the ¿damaged¿ trend category. A review of complaint history from january 2018 to december 2018 for the edwards esheath (all models and sizes) used with the commander delivery system revealed no returned complaints for ¿sheath shaft ¿ withdrawal difficulty¿. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the ¿withdrawal difficulty¿ trend category. No instructions for use (IFU) or training deficiencies were identified. During final assembly, the esheath shaft component was 100% inspected. During manufacturing, the esheath tip was inspected. During final inspection, the esheath underwent 100% inspection by both manufacturing and quality. After sterilization, product verification (pv) was performed on finished devices. These manufacturing inspections support that proper inspections are in place to detect issues related to the complaint events. Due to the unavailability of the device and relevant cine/imagery, the complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿, ¿sheath shaft ¿ kinked, bent¿ ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ withdrawal difficulty¿ are unable to be confirmed. Without the relevant device, engineering is unable to perform any visual, dimensional, or functional inspections. As such, a manufacturing non-conformance is unable to be identified. A review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations additionally supports that the sheath has proper inspections in place to detect issues related to the reported events. During insertion of the sheath, sharp angles are responsible for potential sheath kinking. Additionally the training manual and IFU states access characteristics that would preclude safe placement of sheath include severe tortuosity. It is likely that the patient¿s tortuous anatomy created a suboptimal pathway for the sheath resulting in insertion difficulty and kinking or bending of the sheath shaft. During delivery system insertion through the sheath, push force can vary due to angle of insertion and tortuosity. Since there was reported tortuosity, it is likely that high push force was required to insert and navigate the delivery system through the sheath. Tortuosity could have also introduced non-coaxiality between the delivery system and the sheath potentially resulting in interaction between the crimped valve and the liner contributing to a torn liner. If the delivery system exited the sheath through the liner, interaction with the tortuous vasculature could create resistance during device withdrawal. There is insufficient information to determine a definitive root cause; however, available information suggests that patient factors (tortuosity) may have contributed to the complaint events. Since no manufacturing non-conformances were identified, an fmea assessment is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformances were confirmed and the occurrence rates did not exceed the complaint control limits for the applicable trend categories, a product risk assessment (pra) is not required. Due to the unavailability of the device and imagery, the complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿, ¿sheath shaft ¿ kinked, bent¿, ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ withdrawal difficulty¿ are unable to be confirmed. Available information suggests that patient factors (tortuosity) may have contributed to the complaint events.

Manufacturer narrative:
Reference CAPA: 20-00141.